Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found no issues with its function or operation. The reported event could not be duplicated. During follow-up with user facility personnel, the technician confirmed that the sterile processing department technicians were utilizing an enzyme detergent instead of a neutral or alkaline detergent. Utilizing an enzyme detergent may result in a "fume" smell during a cycle. The reliance 1227 cart and utensil washer disinfector operator manual instructs users the need to utilize a neutral or alkaline detergent. The technician replaced the enzyme detergent with a neutral detergent, confirmed the unit was operating to specifications, and returned it to service. The technician counseled user facility personnel on the proper use and operation of the reliance 1227 cart and utensil washer disinfector, specifically the importance of utilizing the proper detergent. A complaint review has determined this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that employees experienced inhalation and eye irritation during a cycle for their reliance 1227 cart and utensil washer disinfector. The employees sought treatment at the facility's emergency room; however, it is unknown what treatment may have been received.